Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Healthcare professional reported right side "displaced implant." Healthcare professional later reported ¿seroma pockets requiring aspiration¿ and ¿patient has recurrent seroma in both axillary which require drains.¿ device has been explanted and replaced.